Event description:
A tps handpiece cord was sent for evaluation because it caused a handpiece to run without activation. The event occurred during a routine field service maintenance visit; no adverse event was associated with the device.

Manufacturer narrative:
The cable was not returned to the user facility because it is not repairable once it is disassembled.